Event description:
It was reported that pump insulin gauge displayed amount different than expected earlier in day. There was no reported impact to the customer¿s blood glucose level. Customer did not have active issue at time of call, and technical support advised customer to call back for troubleshooting if problem occurred again, which customer acknowledged.